Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. During power-on test, an error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer-reported issue. The error was attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted component separation, or transversus abdominis release (tar) surgery, the customer called to report that the erbe was displaying an error code. At the time of the call, the surgical team had already transitioned to open surgery as a planned part of the procedure and was using a third-party electrosurgery generator to complete the case. The decision to switch to open surgery was not related to the erbe error; this conversion was a routine and scheduled aspect of the procedure. The first phase was performed robotically, followed by an open approach to facilitate the abdominoperineal resection. There were no anatomical reasons necessitating the conversion. The patient tolerated the transition well, with no harm or injury reported.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. Intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs but did not find the reported error, likely because the system was power cycled and the logs had been temporarily cleared. Since the system was no longer in use, further troubleshooting was not possible at that time. The isi field service engineer (fse) performed a site visit and the erbe was replaced following the procedure. The system was tested and is now ready for use. The probable root cause cannot be determined based on the information provided. Since the product was not returned. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings).